Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an underinfusion occurred during use with an unspecified special therapy device. It was further reported that there was a ¿bulb¿ of approximately 10-15mls fluid left in the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.